Manufacturer narrative:
The user reported receiving a sensor replacement alert on (B)(6) 2025, day 195 after insertion. An RMA was authorized for the return of the sensor for further investigation. In-house testing confirmed that the sensor was chemically underperforming in all sensing areas. The data management system (dms) alert history showed that all sensing areas were retired due to chemical degradation caused by oxidation of the glucose indicator in the sensor hydrogel. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 22 dec 2025. G3. Date received by the manufacturer? 22 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.